Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump was alarming 1860 and high pressure. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the pump displayed alarm code 1860. The batteries were removed and replaced, after which the pump was powered on and alarmed for high pressure. Despite additional troubleshooting, the alarm persisted. No patient harm or injury was reported.